Manufacturer narrative:
Product analysis: at analysis the reason for return was confirmed and therefore the touch screen connector was reseated and cleaned and the parameters were reset. The touch screen was calibrated, software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's screen calibration. It was noted that the programmer had been recently returned for service of this issue but it appears to be unresolved. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.